Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Logs reveal system board errors. Replaced system board and power switching board for improved reliability. The system control board and power switching board were both received by the manufacturer for evaluation. However, no fault was found with either part and they both functioned normally during testing. A software investigation was also completed. This investigation determined that the system software was functioning as designed, and investigation of the system logs indicate a hardware issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system image acquisition system (ias) was not powering on. It was reported that re-plugging the external cable into the system and rebooting did not resolve the issue. There was no patient present when this issue was identified.